Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patient`s eye on (B)(6) 2024. The patient experienced a refractive surprise. Currently, the patient is 20/20 and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4)